Event description:
The customer's reported via phone call that customer had a high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer stated that they were able to get the blood glucose down by changing set and speaking to the healthcare provider for assistance as well.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.